Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, -9.00 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced overcorrection. On (B)(6) 2017 the lens was exchanged with the same size and different diopter. The problem was resolved. As of the day of MDR submission the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a small vial. Visual inspection found a piece of haptic missing and clear residue on lens. There was an error in lens power selection that led to overcorrection. The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -9.00 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced overcorrection. The surgeon stated that there was "an error in lens power selection". On (B)(6) 2017 the lens was exchanged with the same size and different diopter. The problem was resolved.